Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sync issue with the mobile app and receiver displaying different values. The sensor date of insertion and location were not provided. The patient¿s grandparent reported different values on the receiver versus the mobile app. On several occasions, the app values were different and more accurate than the values on the receiver, for example, the receiver was 277 mg/dl and the app was 281 mg/dl. On (B)(6) 2019 at 2 or 3 am, the patient¿s values were low and the patient was taken to the emergency department. The cgm value (receiver and/or app) was not provided but the patient's bg per the ed was in the 20s mg/dl. The patient was treated with glucagon and released home. At the time of the report the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.